Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device displayed error messages (sf219 and sf74) and performed a safety reset. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Review of the device logs confirmed the occurrences of the safety reset event as well as system faults 74 and 219. Performance testing was able to reproduce sf219 and revealed a system fault error message "astral firmware loader." Based on all available evidence and previous investigations of similar complaints, the investigation determined that the safety reset, system fault 219 and the error "astral firmware loader" were due to an isolated component failure within the device main circuit board (pcba). The system fault 74 was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed error messages (sf219 and sf74) and performed a safety reset. There was no patient injury reported as a result of this incident.